Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, 8 weeks postoperative from total laparoscopic hysterectomy, patients had cuff dehiscence. Revision of vaginal cuff was performed to resolve the case.